Event description:
Customer reported frequent battery changes, a crack at the reservoir, condensation inside of the screen, and stated that she had to restart the rewind sequence several times. The blood glucose reading was not given. Customer declined troubleshooting for these issues. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.